Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Despite requests, no photographs, video, or imagery were provided by the complaint site. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The occurrence rate did not exceed the (B)(6) 2019 control limits for applicable trend categories. Due to the observed complaint, instructions for use (IFU) and device prepping manual, and training manual for sapien 3 with commander delivery system were reviewed. No IFU/training deficiencies were identified. The complaints were unable to be confirmed, as no relevant procedural video/imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation. Contributing factors such as leaflet impingement in a highly calcified native valve may impact the valves ability to properly function. If the valve leaflets were impeded by the patient factors above, then it is likely that central leakage would have likely been experienced. Alternatively, slow recovery of adequate ventricular flow post valve deployment and rapid pacing are other possible factors that may be observed in frail patients. If the patient lacked proper ventricular flow, it is likely that the valve leaflets would experience difficulty coapting. As such, available information suggests patient factors (leaflet impingement due to calcification/slow ventricular flow/rapid pacing) may have contributed to the complaint event. However, without cine or imagery provided by the site, this root cause was unable to be confirmed. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required. Since no labeling or IFU/(B)(6) raining inadequacies were identified and occurrence rate did not exceed the september 2019 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), post placement of the 26mm sapien 3 valve in the aortic position via commander and esheath, one leaflet was not coapting, so a second valve was required. The leaflet aligned with the right sinus ¿seemed stuck¿. The team put a pigtail catheter in, and using echo guidance, tried to push the leaflet with the pigtail. However, it was not coapting, so a second valve was placed. Post placement of the second valve, the patient was stable.